Manufacturer narrative:
Additional details regarding the customer's initial report are as follows: escherichia coli reported as klebsiella oxytoca. Pseudomonas reported as klebsiella oxytoca. Staphylococcus aureus reported as staphylococcus lentus. No lab reports, raw data or organisms were submitted. Biomérieux internal investigation was conducted. The customer did not comply with biomérieux's submittal request for lab reports, raw data and impacted organisms. For escherichia coli to misidentify as klebsiella oxytoca, eleven (11) atypical positive reactions must occur. The customer did not specify which species of pseudomonas they tested; however, as an example, pseudomonas aeruginosa (the most common species) would require 16 atypical positive reactions to be identified as klebsiella oxytoca. For staphylococcus aureus to identify as staphylococcus lentus, five (5) atypical positive reactions must occur. An increased number of atypical positive reactions generally indicates contamination or mixed culture. Since this is occurring in more than one case, contamination during the customer's set up of the organisms is the most likely cause. The customer also indicated they have a history of contamination issues. During investigation activities, the customer also contacted biomérieux to inform that on-site laboratory contamination testing by the local biomérieux personnel had discovered contamination in the distilled water used by the laboratory due to ultraviolet lamp failure. The customer reports all results are as expected following repair of the distilled water device. There was no malfunction associated with the vitek 2 compact instrument.

Event description:
On (B)(6) 2015 a customer reported discrepant results associated with the vitek® 2 compact system ((B)(4)). Further evaluation determined the discrepant result was associated with a contamination issue. There was no death or serious injury associated with the discrepant result.